Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection engineering confirmed a tear in the septum. No other damages or defects to the seal subassembly were observed. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns "extra care should be used when inserting angular and asymmetrical instruments such as "j" hooks and clip appliers." All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "during insertion of our direct drive clip applier in the trocar, a piece of black rubber detached from seal (not from double duck bill) and it fell down in the patient. They needed to recover it with grasper. (No rubber piece available)". Patient status - "good."